Event description:
A service order was created in the source system to house the implementation of (B)(4) as the device met the criteria noted within the fco. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.